Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No. Device was not returned. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 20.0 diopter preloaded injector on (B)(6) 2016. When handling the rod (advancing the lens) the reporter indicated that the rod of the device passed below the iol and the lens became stuck in the injector, at the slit and tough to push. There was no patient contact.

Manufacturer narrative:
Result: visual inspection of the returned product found the iol was rotated to left and the rod passed iol as reported. Volume of used viscoelastic material appeared to be enough. There was no irregularity found on injector and iol, all met criteria. It is still possible that the incident was caused by user error but also it is possible that it happened though the user exactly followed the instructions. Conclusion: based on the complaint history, work order search and product evaluation/investigation, a specific root cause of the event could not be determined. (B)(4).